Event description:
It was reported to philips that there was a problem with the exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the issue with exposure. No further information regarding the issue has been provided. No service has been performed by philips since the hand switch was already replaced by the third party. The fse checked the exposure dose and restarted the system. To date, there have been no further reports of this issue. The codes were updated based on investigation outcome. Evaluation method code was correctly updated.